Manufacturer narrative:
November 18, 2015 10:04 am (gmt-5:00) added by (B)(6): a maquet field service technician (fst) evaluated the device. The cause of this event is the clip ¿ part of the locking system from the handle support - has broken and then dislodged from its location while user was manipulating the light. Maquet is not able to evaluate the broken clip as it has been discarded by the users. The fst replaced the handle with a new one and returned the device to service. (B)(4).

Event description:
The customer reported that the locking mechanism from the handle support broke during the cleaning process. No injuries were reported, there was no patient involvement. (B)(4). Maquet is aware of a total of 4 similar events involving 4 separate devices. These 4 events are being reported in 4 MDR's under the factory reference number (B)(4).